Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error and compromised force sensor system alarms. The customer's blood glucose level was reported to be 252mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would have to be replaced and returned for analysis. It was reported that the customer was advised of location to call about pump therapy. It was reported that the customer was not able to be reached.

Manufacturer narrative:
The insulin pump passed the rewind, current test, error test, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to verify alarm in the alarm history due to history file overwritten. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.